Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned non-emergency procedure could be completed after a delay of a few minutes. Analysis of the system log files and onsite inspection by the philips field service engineer (fse) identified a flat detector controller board (fdc board) communication error. The fse replaced the fdc board, reloaded the software and performed functional checks, after which the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system shut down on its own. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.